Event description:
Ambulance personnel used the unit to administer at least 3 countershocks to a person in cardiac arrest. It was reported that the unit was being used in the semi automatic mode. The unit allegedly did not properly increase the defibrillator energy beyond 200 joules. It was also reported that there were no voice prompts from the device. The pt was not resuscitated. The reporter did not know if the alleged malfunction may have caused or contributed to the pt's death.